Event description:
A report was received that the patients lead had migrated and patient was having inadequate stimulation. The patient underwent a revision procedure and was doing well postoperatively.